Manufacturer narrative:
Correction: unique device identification (UDI) updated to proper value. The logs for the imaging system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
A medtronic representative inspected the imaging system onsite and confirmed the system was unable to send 3d spin to the navigation system either automatically, or manually. It was reported that the issue was network settings on the navigation system. The settings were adjusted and the imaging system again able to send images automatically and manually. The issue was resolved. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts required replacement. No parts were returned to the manufacturer for evaluation

Event description:
A medtronic representative reported that while in a spinal fusion case the 3d spin on the imaging system did not automatically send to the navigation system. When the site tried to manually send the image, the mobile view station (mvs) displayed a message that said "error - failed to upload dicom." The site confirmed the 3d spin had the navigation tag and confirmed the imaging system was able to verify the connection to the navigation system. There was a reported delay to the procedure of less than 1 hour due to this issue and no impact on patient outcome. Medtronic imaging and navigation was discontinued.